Manufacturer narrative:
Date of event: (B)(6). Date of this report: 07-may-2020.

Event description:
The customer reported that the unit cannot go into standby. The customer indicated no critical errors in the significant event logs, and was unable to duplicate the issue and confirmed the touchscreen is working. The remote manufacture service technician recommended to perform performance verification test (pvt) to see if can duplicate any issues with the unit. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: 15jul2020 b4: (B)(6) 2020 the customer indicated the unit passed the performance verification test (pvt), and the unit is back in service. The user interface (ui) was returned to failure investigation(fi) for analysis. Visual inspection reveals no anomalies of the returned ui. During the investigation of the "device cannot go into standby mode," the dim display issue was identified. The display is very dim on the brightest setting. An investigation was performed, and after calibration, all buttons respond properly. Customer complaints of the device cannot go into standby mode cannot be verified. Ui enters standby mode successfully. The root cause of the dim display is the failure of the liquid-crystal display (lcd) component. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.